Manufacturer narrative:
H11: internal complaint reference (B)(4).

Event description:
It was reported that the incisor plus elite blade came damaged by the shipper. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the devices (6) were returned in original trays with the batch number of the complaint on the label. The box was not returned. The color scheme of the device matches the print. Each tray has been damaged. Three of the six seals have burst open. The devices inside do not show any visible damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. Based on this investigation, the need for corrective action is not indicated.